Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functionality testing with no faults found. The device was recertified and returned to the customer. Review of the clinical event data showed the first analysis resulted in a shock advised determination. The operator then pressed the shock button which delivered the shock to the patient and the patient was successfully cardioverted. The log showed two more analysis events. Both resulted in no shock advised determinations. There were no other shock advised prompts for the entirety of the event. The evidence/communication supports that this customer's report was unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after the first successful shock to the patient, the device continued to advise to shock after the patient was converted. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.